Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a robotic laparoscopic repair of a suprapubic hernia prior to scope insertion, the endoscope showed an intermittently flashing image on the operating room team interface and the spare monitor, but not on the surgeon console. The data cable of the tower was disconnected and reconnected and the extension cord was also exchanged, but neither action resolved the issue. The only thing that worked was replacing the scope, after which the system functioned properly. There was no patient injury.". No negative impact in state of health reported.